Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the returned guide wire used in the procedure and proxy were backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported difficulty appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device could not be advanced over the guide wire. A second device was advanced over the same guide wire to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The name of the physician was provided; however, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.